Event description:
It was reported that the external pulse generator indicated that it was pacing but in fact pacing was not delivered. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the high rate cover, upper case, three control knobs, heart wire block, lower case, battery drawer, two battery latches, two side bail covers, ring cover, six case screws, ring cover screws and two side bails were contaminated and the ring was bent.